Event description:
Have sleep apnea, sleep pap unit may be defective. Provider rotech. Notice of denial of payment. Claim no. (B)(4). Dates of service: (B)(6) 2017 - denial reason for procedure: code (B)(4); reason (B)(4). Is the product compounded: no. Is the product over-the-counter: no. Why was the person using the product: sleep apnea - filter request denied. Date person first started taking or using product: (B)(6) 1991; date person stopped taking or using the product: (B)(6) 2018, did the problem stop after person stopped using the product: yes.